Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2018; 6935m62 lead, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an arrest while in the hospital. Based on a device interrogation, it was unclear if right and left ventricular paced events were capturing during atrial tachycardia/atrial fibrillation (at/af) episodes. Some atrial undersensing and possible oversensing was also observed. The right ventricular (rv), left ventricular (lv), and right atrial (ra) leads remain in use. No further patient complications have been reported as a result of this event.